Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body but not without problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.